Manufacturer narrative:
Device passed all functional tests including displacement, and self tests; however, after further review of the unit's interior, the internal battery connector area and the flex cable connecting the keypad to the boards have corrosion all around them. Device received has a crack on the battery tube which extends to the top where the battery threads are located.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the ok button was not responding. The customer¿s blood glucose level was 92 mg/dl at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.